Event description:
It was reported that a female patient underwent an unspecified breast surgery with mentor memorygel breast implant 535cc gel breast prostheses when the right breast prosthesis ruptured post implantation. It was reported that the right breast prosthesis ruptured while the patient was in a pharmacy. Additionally, the patient developed a mrsa infection in her right breast. Lastly, the patient developed pain in her left breast. As a result, the patient underwent multiple unspecified surgical interventions. The patient later underwent bilateral explantation with no replacement breast prostheses on an unknown date. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2022-15572 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, mrsa infection, left breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-aug-2023, mentor received additional information about the event: it was reported that the patient was involved in a motor vehicle accident and suffered trauma to her chest. The patient developed asymmetry in the left breast. This medwatch report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).